Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. (B)(6). (B)(4). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd sedi-40 was broken. No serious injury or medical intervention.